Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to press center of button while supporting bottom of pump, which turned on display but did not resolve difficulty, so technical support arranged replacement pump, confirmed shipping details, and instructed customer to use multiple daily injections as backup therapy, place existing pump into storage mode before return, reenter pump settings and reconnect continuous glucose monitor on replacement pump, and return problematic pump using prepaid label within specified timeframe.